Manufacturer narrative:
The investigation is still ongoing on this event. When the investigation is completed a follow-up will sent to the FDA.

Event description:
Philips received a report from a customer related to a patient heating incident with an ingenia 3.0t mr system. A patient was scanned for an MRI examination. After the examination a blister (4cm) developed on the patient's left hip/buttock.

Manufacturer narrative:
Based on the provided information and test performed on site there is no indication of a malfunction of the mr system or coil used that contributed to the event. Skin-to-skin contact is the most likely cause for the injury on the patient's left hip. The left hand was positioned next to the body and the place of the blister is at a typical location on the thigh. The difference in heat dissipation (blood circulation) between the thumb and the hip/thigh explain why no blister was developed at the thumb. Factors observed which contributed: the risk of rf energy-related injuries is higher in patients with impaired thermoregulation. In this case, the patient was elderly and obese which are two conditions that impair the thermoregulation. The total administered specific energy dose. A sheet or blanket made of 100% polyester covered the patient which hindered the heat dissipation. Polyester blankets trap heat.